Event description:
Post-procedure duplex showed re-occlusion of the index lesion, due to inadequate coverage of index lesion with the stents. The left sfa rethrombosis treated with angiojet and additional stent placed in proximal part of the lesion. Access method was percutaneous and puncture site ipsilateral. No pre-dilation was done. Two smart stents (2x 7x100mm) were implanted in the left proximal, mid and distal sfa. Post-dilation was done with a cordis opta pro balloon (6x40mm). The vessel anatomy at the lesion site was straight and type of lesion de novo. Lesion location was 9 cm above the upper border of the patella. Total lesion length was 180mm of which 120mm was occluded. Reference vessel diameter 6.0mm. Percentage stenosis after stent placement was 10%. No dissections were reported during procedure. Patient was discharged in 2008.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2008-01807. Additional information will be submitted within 30 days of receipt.